Event description:
A customer obtained positively biased lacrate results on level 1 and level 2 quality control fluid. A result of 4.89 mmol/l was obtained for the level 1 quality control fluid verus a target value of 4.2 mmol/l. A result of 1.30 mmol/l was obtained for the level 2 quality control fluid versus a target value of 0.8 mmol/l. If biases of these magnitudes occurred on a pt sample, it could lead to inappropriate interventions. There was no report of pt harm as a result of this event.